Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 2 of 3 there was a "notice: draining slowly" message, a drain complication message, please check pl and dl messages as well as an air detected in cassette message. Fluid leaked from inside the pump door - from pump b (right pump only). Pt said it was "some kind of moisture". The cycler powered down due to a power outage in the apartment. The patient stopped treatment and found fluid inside the pump door of the cycler and on the external part of the cassette. Fluid leaked from inside the pump door - from pump b (right pump only). In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out overnight and resumed using it with no further issues.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 2 of 3 there was a "notice: draining slowly" message, a drain complication message, please check pl and dl messages as well as an air detected in cassette message. Fluid leaked from inside the pump door - from pump b (right pump only). Pt said it was "some kind of moisture". The cycler powered down due to a power outage in the apartment. The patient stopped treatment and found fluid inside the pump door of the cycler and on the external part of the cassette. Fluid leaked from inside the pump door - from pump b (right pump only). In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out overnight and resumed using it with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.